Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported sleeve steering issue and difficult grasping appears to be related to patient morphology/pathology. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The first mitraclip (50706u148), referenced is filed under a separate medwatch MFR number.

Event description:
This is filed to report atypical steering of the clip delivery system in the left atrium, that has the potential cause damage to the atrial wall, chordae, or left atrial appendage. On (B)(6) 2016, the initial mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 4. One clip (50706u148) was implanted, reducing the mr to 1-2, with a good outcome. On (B)(6) 2016, a follow up echocardiogram found that the clip was detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 4+. On (B)(6) 2016, a second mitraclip procedure was performed for treatment of the slda. The anatomy was challenging due to the small left atrium and slda clip. One clip (cds 60309u209) was advanced to the mitral valve leaflets. Leaflet grasping was difficult due to the anatomy, however, the clip was successfully deployed and the mr was reduced to 2+. The second cds (60309u210) was advanced to the left atrium; however, when the m-knob was turned, the cds would steer in the opposite direction. The procedure was continued using the a/p knob. Leaflet grasping was again difficult due to the anatomy. The clip was implanted successfully. A total of two clips were implanted, reducing the mr to 2, with a good outcome. No additional information was provided.